Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. On (B)(6) 2014, the patient underwent revision surgery to excise the excess skin; during the same procedure, a new abutment was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.